Event description:
The customer called regarding the blood glucose readings she had received using her 2 contour meters. The readings were 210, 150 and 97 mg/dl. It's not known which reading(s) came from which meter, but the difference between the 210 and 97 mg/dl readings falls in the "c" " zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.

Manufacturer narrative:
The product information was not obtained during the call. It's not possible to determine the manufacture date or 510k number without the meter information.